Event description:
It was reported that the pt had allergic reaction to the device implanted in his foot.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined. No indications were found for any system, manufacturing, design or device related issue.